Event description:
It was reported that the patient underwent a previous artificial urinary sphincter (aus) explant procedure due to unspecified reasons. A reimplant surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the previous explant procedure was performed six months prior due to the cuff eroding through the urethra. The patient did not experience any adverse events and was said to be doing well after the procedure. No more information available at the moment. Should additional information become available, it will be provided.